Manufacturer narrative:
(B)(4). Medical devices: guide wire: sionblue, guide catheter: mach1. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately tortuous and heavily calcified lesion in the right coronary artery (rca). The 2.0x15mm rx mini trek balloon dilatation catheter (bdc) was advanced with resistance noted due to the anatomy. The balloon ruptured during the second inflation at 8 atmospheres. The device was removed with no issue and replaced with another bdc followed by implantation of an alpine stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.